Event description:
Event description cpi received information that during a routine followup,this ventak mini implantable cardioverter defibrillator (ICD) displayed a fault code memory fault. The physician elected to explant the ICD. A new device was successfully implanted.